Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant were not reported. The left/contralateral limb was not placed all the way to the hypogastric at the time of implant. A follow-up CT showed that the contralateral limb had migrated proximally from its distal landing zone and is now at the aortic bifurcation, resulting in a distal type I endoleak. Currently, there is also significant anterior-posterior angulation of the aorta. The migration and endoleak was attributed to not placing the limb all the way to the hypogastic and aortic angulation. To intervene, an 18x 8.5 aneurx limb was placed percutaneously, and the final run showed no endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression and not initially implanting up to the hypogastric artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and not initially implanting up to the hypogastric artery).